Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/24/2021. H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm in shield was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for embedded fm on shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded fm on shield. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: this is a report about fm (ink) on the cap. According to the customer's report, blue ink was adhering to the inside and outside the cap (shield).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in tube biological and non-biological. The following information was provided by the initial reporter. The customer stated: this is a report about fm (ink) on the cap. According to the customer's report, blue ink was adhering to the inside and outside the cap (shield).